Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the handpiece stopped cutting an the leds on the controller started blinking. No adverse pt consequences were reported.